Manufacturer narrative:
Date of event: unknown. The awareness date has been used for this field. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® serum blood collection tubes were collapsed. No serious injury or medical intervention reported.